Event description:
It was reported that the ilet screen was found cracked when the user removed the device from a pocket, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported blood glucose issues. Outcomes included no medical intervention or hospitalization. Investigation included review of the event details and verification of device identifiers. Investigation of this case revealed a damaged display consistent with external physical impact to the screen. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external damage outside normal device function.

Manufacturer narrative:
Initial.